Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury resulting in worsening mitral regurgitation (mr) appear to be due to challenging patient anatomy. Tissue injury and worsening mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage and worsening mitral regurgitation it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4. It was noted the mitral valve had thin leaflets. One clip was successfully placed on the mitral valve, reducing mr to a grade of 1. The following day, it was observed the clip had perforated the posterior leaflet, causing mr to increase to a grade of 3. It was noted the clip remained stable on the leaflets. On (B)(6) 2021, a second mitraclip procedure was performed to treat the recurrent mr. One clip was placed on the mitral valve. However, shortly after deployment, the clip perforated the posterior leaflet, causing mr to increase to a grade of 4. It was noted the clip remained stable on the leaflets. No additional clips were implanted and the procedure was discontinued. No additional information was provided.